Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as the levels were confirmed not to exceed 500 mg/dl or read as "high" on the cgm. To resolve the issue, technical support instructed the caller through several steps, including disconnecting tubing, tightening connections, and delivering boluses, which successfully completed. Customer was advised to replace supplies as necessary and continue insulin therapy, with additional assistance available if needed.